Event description:
It was reported that after the catheter was placed the hub was noted to be defective. The venous hub (female luer) looked "melted". They were unable to luer-lock anything to it. The hub was cut off (not saved) and another hub was attached.